Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: as per patient "wouldn't stop alarming". Specific component(s) involved: external controller malfunction. Additional text: hmii controller. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Other cause: intervention(s): replacement of external controller. Other intervention : implant device type: lvad.